Event description:
It was reported that the ventilator generated a technical error code indicating disabled valves. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
¿The event date has been wrongly reported in the initial MDR and is corrected accordingly.¿ it was reported that the ventilator generated a technical error code indicating the safety valve being open. The evaluation of the provided logs confirms the reported error. Our field service engineer investigated the ventilator on site and solved the issue by replacing the expiratory channel and both pressure transducers printed circuit boards (pcb: s). The replaced parts were returned for further investigation. Simulated use testing of the returned expiratory channel and both pressure transducers passed the performed pre-use check and could not reproduce the reported failure. No abnormal found during ventilation for 24 hours. After the ventilation, all pcb: s passed another pre-use check. The reported issue could not be reproduced. Therefore, the root cause to the reported issue could not be established by this investigation.

Event description:
Manufacturers ref: # (B)(4).